Event description:
It was reported that the patient saw a red battery alarm and then the screen went blank. The patient performed a system controller exchange. Log files were sent for review, and the event log file captured low voltage advisory events and no external power events starting 12feb2025 at 0005. Leading up to these events, the patient was using battery power and then switched the white power lead to mobile power unit (mpu) and then the advisory events started then a few seconds later showed no relative state of charge (rsoc) voltage on the power leads with no external power alarms. The backup battery (bb) did turn on and power the ventricular assist device (vad) until the system controller was exchanged on 12feb2025 at 0008. The reported issues resolved with the system controller exchange and no further troubleshooting was performed. Further review of the log files showed the low voltage advisory alarms on 12feb2025 were consistent with a loss of power to the mpu.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. On 12feb2025 at 00:05:05, the log file captured low voltage advisory and power cable disconnect alarms while the white power cable was connected to the mobile power unit (mpu) and the black power cable was connected to 14v li-ion battery power. The alarms were due to the relative state of charge (rsoc) and bus voltages on the white power cable decreasing to ~0v, which is consistent with a loss of power to the mpu. At 00:05:29, the black power cable was disconnected. At 00:07:44, the driveline was disconnected, which is consistent with the reported system controller exchange. The low voltage advisory event did not impact the system controller¿s ability to support the pump. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would return; however, no additional information was provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The heartmate 3 instruction for use (rev. B) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage advisory and power cable disconnect alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.